Event description:
Ktp laser was used for breast biopsy. After the procedure (in some cases immediately after/while in others at the time of follow-up) blisters were noted at the incision site.patient #3 information: 50 years old - female condition code=3 event occurred 12/12/91invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.